Event description:
The physician attempted to deploy a 2.75mm diameter x 30mm length endeavor resolute rx drug eluting stent to treat a lesion in a patient. No difficulties were noted when removing the device from the hoop or during preparation. The protective sheath was in place after the device was removed from the hoop. The sheath was removed and the stent inspected with no abnormalities noted. There was no previously deployed stent at the site of treatment. No force was required to advance the device to the lesion, but difficulties were experienced with positioning the device across the lesion. The target lesion was located in the left anterior descending (lad) coronary artery, exhibited 80% stenosis, severe calcification and the vessel tortuosity was reported as moderate. It was reported that when the stent was passing through the lesion, the stent struts were damaged. No patient injury or other sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Lesion morphology (calcification and stenosis present). No results available since no evaluation performed (device or procedural images were not returned for evaluation). Evaluation conclusions: inherent risk of procedure (failure to deliver stent and stent deformation). Lesion morphology (calcification and stenosis present). Unable to confirm complaint (device or procedural images were not returned for evaluation). (B)(4).

Manufacturer narrative:
Results: deformation problem. (B)(4).

Event description:
Evaluation summary: the stent was positioned on the balloon between the inner shaft markers. There was no damage evident to the stent segments or struts. Initial mandrel movement failed due to a blockage in the inner lumen. The blockage could not be removed. The hypotube was kinked 1.5cm proximal to the break site and 7.0cm and 13.5cm distal to the break site. The hypotube had detached 17.6cm distal to the strain relief. Both ends of the hypotube were oval and jagged at the break site .